Manufacturer narrative:
Additional product codes: mni, mnh, kwp and kwq. Implant date was an unknown date in (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision of a t10-ilium of the posterior spinal fusion due to a broken right rod between l5 and s1. The patient also has a fracture at t9. New uss screws were placed t6, t7, t8, new rods were contoured and connected it to the uss screws. The new construct was t6-ilium. The original date of the implant was in (B)(6) 2017. It is unknown if there was a surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device: unknown screws (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: rod (part unknown, lot unknown, quantity 1); uss screws (part unknown, lot unknown, quantity unknown).